Event description:
The deep brain stimulator was replaced due to normal battery depletion. The lead was replaced due to breakage of the electrode. Afterward, the pt's outcome was reported as good. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The deep brain stimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.